Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to hooking up the pacemaker, the right ventricular (rv) lead was tested one last time with the pacing system analyzer (psa). The threshold was higher and impedance was around 1500. It was determined by fluoroscopy, that the rv lead did not have the helix out. With the rv lead still sutured down, the helix was extended again. A few minutes later the helix was observed to no longer be extended again. The doctor cut sleeve sutures and repositioned the lead. The helix was extended in a different location and the rest of the case was uneventful. No additional adverse patient effects were reported.